Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included panic attacks and depressed mood. Previously administered products included for an unreported indication: zoloft. Concurrent conditions included anxiety, chronic cervicitis, endometrial metaplasia, dyspareunia, pneumoperitoneum, vaginal cuff dehiscence, anesthesia, headache, migraine, hot flushes, irritability, vaginal infection, acne, lower abdominal pain, acute bronchitis, upper respiratory tract infection, viral syndrome and nickel sensitivity. Concomitant products included clonazepam (klonopin) since 2008, docusate sodium (colace), doxycycline, medroxyprogesterone (depo provera), oral contraceptive nos, prenatal vitamins and sertraline (zoloft). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and back pain ("lower back pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), depression ("depression/anxiety"), weight increased ("weight gain"), hypersensitivity ("allergic reactions"), allergy to metals ("nickel allergy") and scar (" other injury(ies) or complication please describe: abnormal build up of scar tissue"). The patient was treated with surgery (laparoscopic total hysterectomy using da vinci system.). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, dyspareunia and fatigue had resolved and the depression, weight increased, hypersensitivity, female sexual dysfunction, allergy to metals, dysmenorrhoea, scar and back pain outcome was unknown. The reporter considered allergy to metals, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain, scar, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the essure device was easily placed with 4 trailing coils and a second essure device placed in the left tubal ostia with 7 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion,; on an unknown date: essure devices seen bilaterally on (B)(6) 2009 patient undergone for hysterosalpingogram and the results are -c. There is a scarred appearance to the endometrium. There is no evidence for tubal filling. Ros negative for rash at laparoscopy, the patient had normal fallopian tubes and ovaries. There was no evidence of endometriosis, pelvic adhesive disease, or inflammation the upper abdomen was also noted to be normal. Most recent follow-up information incorporated above includes: on 24-sep-2018: plaintiff fact sheet received. Events vaginal, menorrhagia, apareunia, dysmenorrhea, dyspareunia, fatigue, scar tissue & back pain were added. Historical & concomitant drugs conditions are added. Product, patient & reporter information updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), depression ("depression/anxiety"), weight increased ("weight gain") and hypersensitivity ("allergic reactions"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain, genital haemorrhage, depression, weight increased and hypersensitivity outcome was unknown. The reporter considered depression, genital haemorrhage, hypersensitivity, pelvic pain and weight increased to be related to essure. Incident : no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.